Event description:
The customer reported there is no display. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported there is no display. There was no report of pt involvement. The unit was evaluated by a philips field service engineer. The energy select switch was replaced to resolve the issue.